Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported smart flex 5x150 vas 120cm stent was not completely released, it remained in the delivery system. There was no patient injuries.

Manufacturer narrative:
The smart flex 5x150 vas 120cm stent was not completely released as it remained in the delivery system. The artery is traced, waiting for evolution. The patient is under observation due the complications. The product was returned for analysis. A non-sterile unit of smart flex 5x150 vas 120cm stent delivery system (sds) was returned. Per visual analysis the stent was fully deployed. An unknown catheter sheath introducer and an unknown tube were also returned with the device. The valve was open. A compressed condition was noted on the catheter body at 12cm from the proximal section. The system itself was in one piece except for the luer hub separated from the outer member with a kink approximately 50mm from the proximal end of the outer sheath tubing. The unknown sheath introducer was removed and no damages were noted on the inner member. The device was cleaned with peroxide to remove blood saturation and the stent was completely deployed inadvertently during the handling of the unit in analysis. The female luer to outer sheath bond was examined as a potential cause for the separation related to the manufacturing process. The manufacturing specification prescribes the application of uv adhesive to fill the luer 11-16mm from the proximal end. The correct amount of adhesive was observed. Additionally, the heat shrink was fully shrunk to the luer, but had detached from the outer sheath. The bond region of the outer sheath tubing was inspected and found to have adhesive residue, which is an artifact of the female luer bond. The length of the catheter was inspected for damage. No other kinks were noted apart from the one previously mentioned, located where the stainless steel pusher shaft ended inside of the outer sheath. This kink was analyzed deeper by removing the peek tubing and cutting into the outer sheath to inspect the ID of the outer sheath in order to determine if the kink was caused by the manufacturing process. No damage to the braid is visible. Additionally, the kink in the peek tubing can be seen at the tip of the pusher shaft, in the same location as the kink in the outer sheath. This demonstrates that the system moved as one during the deployment attempt and the kink likely occurred after the deployment attempt and during return shipping from the end user. No damage was found on the stent that would be indicative of deployment difficulty. A device history record (DHR) review of lot 39055 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system - deployment difficulty - partial deployment¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the very limited information available for review, procedural factors, although unknown, may have contributed to the event however the kink is most likely related to handling and shipping after the procedure was ended due to the nature of the damage noted during analysis. Neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.